Event description:
It was reported to philips that the device was beeping constantly. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse), evaluated the device. And did not confirm, the reported problem. Upon conclusion of the investigation. The device was found to be fully functional with no replacement parts required. Per the fse, the cause was user error. After the user error was corrected, the device passed all subsequent testing and was deemed fit for use. There is no indication of a systemic problem. No further investigation or action is warranted.